Manufacturer narrative:
As part of the analysis of the lead, it was observed that the insulation was damaged in the proximal region of the lead. This damage is to be regarded with high probability as the cause of the clinical complaint. The observed type of damage requires an excessive mechanical stress for a longer period of the lead. The location and characteristics of the damage can be a simultaneous occurrence of severe bending and compressive stress of the lead on the ICD housing. X-rays or diagnostic images of another kind which show the relative positions of the implanted system, were not available for analysis. There was no evidence of material or manufacturing defects

Event description:
Ous MDR - after an implantation period of 3 months, inappropriate shock delivery was reported. There were no other adverse pt effects reported. The device was explanted.

Manufacturer narrative:
Ous MDR.